Event description:
Additional information received indicated that this event occurred during the implant procedure, and it did not require an additional surgery to explant the right ventricular lead and device.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. A visual examination of the lead revealed an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) channel. The rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the event occurred following implant. The right ventricular lead was explanted and replaced during an additional surgery.